Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced serious bodily injuries, extreme physical and mental pain, dyspareunia, hysterectomy, erosion of body tissue, additional surgery and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.